Manufacturer narrative:
(B)(6).

Event description:
The patient stated that his coaguchek xs meter serial number (B)(4) was having power issues, but now is having a display issue in addition. He stated that the meter would turn off during testing. He changed batteries and cleaned the contacts with alcohol, but still had power issues and display issues. When performing a display check of the meter, segments were missing from the result field. He could only see "938" instead of "888". The battery compartment was clean and dry and he was using duracell alkaline batteries. The buttons were not stuck or broken. The patient has been using an alternate testing method since the issue started occurring a few weeks prior to (B)(6) 2018. The meter is more than (B)(4) years old. No adverse events were alleged to have occurred with the patient. The patient's product was requested for investigation and replacement product was sent to the patient. The meter was returned for investigation. During the investigation, the meter could not be powered on to confirm the missing segment allegation. After opening the battery compartment, a broken battery contact was found, preventing the device from powering on. Investigations determined that the battery contact was broken due to user handling.